Manufacturer narrative:
Continued a6 (patient race): caxatica (as reported). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional further reported right side "rupture, mild breast pain, rippling". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.